Manufacturer narrative:
We are unable to determine if any product condition could have contributed to customer's infusion site infection. According to the complainant the device will not be available for investigation because it was discarded by the patient. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an abscess at the pod¿s insertion site (leg) and the patient's blood glucose level rose to 25 mmol/l (450 mg/dl) while wearing the device between 37 and 48 hours. The patient presented to the emergency room (ER) at (B)(6) on (B)(6) 2026, where they were evaluated by dr. (B)(6). The pod insertion site was reported to be swollen and significantly erythematous. The patient was diagnosed with an injection-site abscess. The patient was prescribed amoxicillin for the evening of presentation and the following morning. After receiving the two initial doses in the ER, the patient was subsequently prescribed a course of amoxicillin by their pediatrician. The pod was removed prior to the ER visit and was discarded. The patient was discharged the same day, after 1 hour.